Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight information.

Event description:
It was reported that patient experienced ineffective coverage. As a result surgical intervention was undertaken on (B)(6) 2021 where in a new lead was added to the patient system to achieve better coverage.